Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5119560. Further information was not available.

Event description:
Related manufacturer report number: 2017865-2023-38639 voluntary medwatch form received stated that the atrial lead exhibited undersensing. High capture threshold on the right ventricular lead was also noted. The patient reported syncope.